Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2, mfg report reference: 3006705815-2019-01238. It was reported that a patient passed away. The patient underwent a trial procedure that ended on (B)(6) 2019. The patient passed away the following weekend. The physician stated that the patient was in hospice prior to the trial procedure and had other cardiac issues.